Manufacturer narrative:
One device was returned for repair with complaint of cassette and occlusion errors. Service history review identified the complaint was not related to a previous service of the device within the review period. Event log shows multiple occurrences of cassette not attached properly and downstream occlusion (dso) shortly after the run mode delivery was paused. Visual/functional testing was performed. Errors were confirmed through visual inspection, and occlusion testing. The cause was a defective downstream occlusion (dso) sensor. Replaced dso sensor, bezel, and seal. Upon further inspection the upstream occlusion (uso) seal was buckling/dented. Replaced uso seal. Performed dso/uso sensor calibration. Device passed all testing criteria post repair.

Event description:
It was reported that there were cassette and occlusion errors. There was no reported patient involvement.